Event description:
It was reported the video processor had image fails with some regularity. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the device was not returned to olympus. Olympus will continue to monitor field performance for this device.